Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported not feeling the urge to go and would like assistance with changing the setting. Agent reviewed , patient was able to change settings and will monitor symptoms

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-01 additional information was received from the patient. They called back and said the program they were on was not helping as well as they hoped. They didn't like it at all. The patient requested help changing programs. The patient successfully changed programs and increased the stimulation to a comfortable level. The patient is going to monitor their symptoms. They said the reason they called last time and changed programs was they felt like they had to pee and then they only went a trickle, and then for other symptoms they felt nothing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they still had what felt like spasms in the bladder like they had to pee and then they didn't have to. The agent helped the caller connect to the implant and change programs. The caller said they would maintain stimulation and adjust as necessary.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had an urge to urinate 12 times a day and when they went to sit down, they couldn't void. The patient stated when they first got the implant, this stopped happening but now it was happening all the time. The agent asked the caller when this began and they responded "quite a while". The agent walked the patient through how to use the equipment and how to increase stimulation. The caller said they would maintain stimulation and adjust as necessary. The agent emailed the patient the therapy guide.

Manufacturer narrative:
B2: retention b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.